Event description:
Event description guidant received information that the rate sense portion of this implantable transvenous defibrillation lead was surgically abandoned because of excessive noise and lead fracture. At the time of the lead revision, the implantable cardioverter defibrillator (ICD) was also replaced with another guidant implantable cardioverter defibrillator (ICD).